Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 454 mg/dl with ketones; cause was unknown. The customer went to the emergency room (ER) where intravenous treatment, along with a blood test was administered to address the elevated bg. Reportedly, customer left ER 7.5 hours later in better condition (bg 242 mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.